Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl and orange juice was consumed to address the bg level. The customer did not know what caused the low bg. As the customer was not experiencing the low bg at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the event could not be performed.

Manufacturer narrative:
The pump data was reviewed. The reported low blood glucose (bg) level could not be confirmed. The pump was operating within specifications and a malfunction was not the cause of the low bg event.